Event description:
It was reported by the user facility that the saline bag was filling. Additional attempts to the customer have been made with no additional information provided. User facility declined on-site evaluation of device by manufacturer. This MDR includes all event information received to date.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.